Manufacturer narrative:
Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 17-jan-2017 with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
The risk manager at the hospital reported the following event to (B)(6): "fracture of the abgii femoral implant at the head/neck junction. Head 28 +8mm on trauma. Revision of the hip prosthesis. Change of the femoral implant with femoral flap."

Manufacturer narrative:
An event regarding a crack/ fracture involving an abgii stem was reported. The event was confirmed following visual inspection and mar. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The hip implant was assumed to be for the right hip. If subsequent information indicates the hip implant is for the left hip, the anterior and posterior orientations of the implant are reversed. Damage consistent with the explantation process and biological fixation were observed on the stem. The distal end of the stem was analyzed under a scanning electron microscope (sem) for further evaluation. Material analysis: the mar report concluded: the stem fractured in fatigue with the final fracture occurring in ductile overload. Eds showed the stem was consistent with astm f1813 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the mar carried out on the returned device concluded: the stem fractured in fatigue with the final fracture occurring in ductile overload. Eds showed the stem was consistent with astm f1813 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x-rays, patient history & follow up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
The risk manager at the hospital reported the following event to french ca ansm : "fracture of the abgii femoral implant at the head/neck junction. Head 28 +8mm on trauma. Revision of the hip prosthesis. Change of the femoral implant with femoral flap."